Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube and moisture damage on electronics assembly noted.CT.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was 104mg/dl at the time of call. Trouble shooting was performed and found the device got wet and stopped working. The customer jumped in the pool and the insulin pump turned off. Customer reports fluid under the lcd display and there are no visible cracks. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.